Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pelvic pain, infection, urinary problems, and other injuries as a result of the implant. According to the physician's office, the patient had not reported any complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.